Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump errors. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the pump error occurred for the second time. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected external flash crc error. Or the motor arm cannot communicate with the main arm during testing however, external flash crc error and the motor arm cannot communicate with the main arm alarm are found in the downloaded history files due to a software error.